Event description:
It was reported that the screw drivers broke at the female hex during use. The fragmented pieces were removed from the wound and were discarded. An alternative screw driver was readily available and was used to complete surgery. Patient status is fine.